Manufacturer narrative:
Medical safety/clinical review: medical safety/clinical reviewed the event. The patient was a 77-year-old female with a past medical history of hypertension, hyperlipidemia, and congestive heart failure. She presented to the emergency department with a non-st-elevation myocardial infarction (nstemi) and was noted to have mildly elevated troponin levels and a lactate of 3.2 mmol/l. On the following day, the patient was taken to the cardiac catheterization laboratory for left heart catheterization. After administration of sedation, the patient became profoundly hypotensive. The decision was made to initiate mechanical circulatory support. Left ventriculography demonstrated an estimated ejection fraction of approximately 25%, and severe multivessel coronary artery disease was identified. The patient was referred and accepted for surgical intervention at a later date. An impella cp was placed for mechanical circulatory support. Following placement, persistent suction alarms were noted that could not be resolved with repositioning or fluid administration. The treating physician suspected possible clot ingestion. The impella cp (pump 1) was subsequently removed and replaced with a second impella cp (pump 2). Approximately 12 hours later, csc was contacted to assist with recurrent suction alarms. Abrupt suction events were observed, with motor current flattening and flows decreasing to approximately 0.1 l/min. The performance level was reduced from p-6 to p-2, with some pulsatility noted on motor current; however, no improvement in flows was observed. The patient was anticoagulated but not at therapeutic levels at that time. Based on the clinical presentation, clot ingestion was again suspected. An echocardiogram was ordered to confirm device position. Subsequently, motor current flattened again and flows abruptly decreased to approximately 0.1¿0.3 l/min. Suction could not be resolved despite additional troubleshooting measures. Following these events, the patient experienced cardiac arrest. Advanced cardiac life support was initiated; however, the family elected to discontinue resuscitative efforts and transition the patient to comfort care. The patient continued to deteriorate and subsequently expired. The impella cp pump 1 is a serious injury, and the impella cp pump 2 is a death type of reportable event. H6 investigation type/finding/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant placed this second impella cp after the first had persistent suction. This pump too developed suction that could not be resolved and the patient coded and expired after just under 13 hours of support. This report represents the second impella cp. Another report was submitted to represent the first pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
Impella cp was returned for evaluation. Pump suction/low pump flows: clinical details report that the pump experienced suction while at p-6. Data logs were reviewed and the suction was confirmed. Returned product was visually inspected and there was no damage to the impeller or biomaterial. There was a minor kink noted in the cannula near the radiopaque marker. The pump was run in a bucket of water and low flows did not reproduce. The cannula kink is a potential cause for the suction and low flows, however, clinical details report that there was no cannula kink on imaging, so it could not be confirmed. Since data log review was inconclusive, returned product did not present any definitive cause, and limited clinical details were provided, the cause of the low pump flows and suction could not be determined. Health effect - clinical code was updated from e0601 to e0602.